Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a broken belt clip slot.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during basal or bolus. Customer reported that the insulin pump has been exposed to x ray at the dentist nearly 5 times. Customer has also been through multiple body scanners with the insulin pump on. Customer does not use the sensor feature on the insulin pump and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.